Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 41 indicating an insulin shaft rewind error, confirmed in device history, and a restart did not resolve the alarm; the device was replaced and the user was instructed to use backup therapy until the replacement was obtained. Symptoms included hyperglycemia with a reported maximum blood glucose of 300 mg/dl for a few hours, without ketone testing, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of insulin delivery requiring user education on backup therapy and device replacement logistics. Investigation included review of device logs and troubleshooting steps, including restart guidance and verification of device charge, followed by replacement and return instructions. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.